Event description:
It was reported that noise was observed on the egm's.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Final analysis found that the proximal insulation was damaged at 11.8 cm from the connector pin, as a result of friction to the implantable cardioverter defibrillator (ICD). As a result of this damage the metal filars of the sensing coil were exposed, which can cause over- sensing.